Event description:
It has been reported that during the case the physician attempted to inflate the balloon catheter and the needle on the manometer on the device moved up slowly then jumped up suddenly.